Event description:
It was reported that during an implant procedure the physician was unable to cut the lead delivery catheter with the provided slitter as it was curved. Another slitter was used and the catheter successfully cut. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the slitter was returned, analyzed and the nose of the slitter was broken and the wear/scratches on the slitter slides suggests multiple uses. The blade was fractured at the same location as the nose was broken, the blade was separated from the nose of the slitter, and the slitter was damaged at implant.